Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The tube was worked on. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 7900 system had intermittent high noise and a high kilovolt error message. No pt injury was reported.